Manufacturer narrative:
Event description - additional information: device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information the pushwire was returned for evaluation and the clinical observation was not confirmed. The device was returned for evaluation without implant coil as it was detached and implanted in the patient. The instant detacher was not returned. The tack weld replacement (twr) crimp was found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent at proximal end. The inner diameter of the lumen stop appeared to be damaged. All other subassemblies appeared to be normal and no other anomalies were observed. During the procedure the implant coil was successfully detached with instant detacher. Based on the reported information and analysis we are unable to definitively determine the cause of difficulty during detachment. It is possible that the implant coil detached subsequent to the coil stretching due the reported severe tortuosity, due to the repeated repositioning, or due to the pulled back release wire. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received updated information that the coil was eventually detached it was reported that the coil initially could not be detached with instant detacher, but it was eventually detached with instant detacher. When the physician pulled the pushwire out the coil was pulled together and came out from aneurysm. The physician pushed the coil back into aneurysm using pushwire. No patient injury was reported as a result of this procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been received for evaluation and evaluation is anticipated but not yet begun. After completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that an axium coil could not be detached with instant detacher during a coiling procedure. The patient was undergoing a coiling treatment of a small aneurysm located in the bifurcation of the right internal carotid with posterior communicating artery. It was reported that the coil was placed in aneurysm and the physician attempted to detach the coil several times but the coil did not detach. The physician then tried to reposition the coil several times and later found that the stretch-resistance strand was exposed. Therefore, the physician removed the coil with the microcatheter from the patient. Another coil was used and the procedure was completed without any issue. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.